Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt system instructions for use (IFU) cautions: raising the grippers more often than needed, retracting the gripper lever forcefully, or retracting the gripper lever more than 1.5 cm beyond the mark may damage the gripper cover and impair clip delivery system (cds) performance. All available information was investigated the reported gripper line break was likely related to the user error of retracting the gripper lever too far. The gripper line break then resulted in the inability to actuate the gripper arms. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the gripper arms were not responding during use. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (fmr) grade 3. Following preparation of the clip delivery system per instruction for use, the cds was advanced to the mitral valve and leaflet grasping was performed without issue. Following the 2nd grasp, the gripper lever was pulled 2 centimeters beyond the blue line mark; the gripper arms were not responding and the gripper line was noted broken. The device was removed without reported issue. Another cds was used in replacement implanting one mitraclip without issue and reducing the mr to <1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.